Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was experiencing hyperglycemia. The customer's blood glucose value was 473 mg/dl. Customer was treated with insulin pump and manual injection. It was reported that infusion set had leak at quick release. Customer stated the quick release was tightly connected. The devices will not be returned for analysis.